Event description:
Reporter indicated a patient was hospitalized for vomiting following an increase in vns settings from 0.25 ma to 1.25 ma. The vomiting was also occurring when the patient took his medications. The patient had recently had vns generator replacement surgery on (B)(6) 2013. The patient did not have a history of vomiting or dyspepsia. The plan of care was to disable the vns generator for a few days, but it is unknown if this occurred. The patient was released from the hospital and the generator was still enabled at 1.25 ma at that time, and the vomiting had resolved. The patient¿s medication was also reduced. Vns diagnostics were reported to be within normal limits per the reporter. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
The incorrect aware date of (B)(4) 2013 was inadvertently reported on the initial MDR report. The correct aware date is provided as (B)(4) 2013.